Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-56, lot# va1293b, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the leads moved and would burn and vibrate and tingle all of the time. The actual battery pack would burn. The leads had moved within a week of the original surgery in august or september of 2016. The patient had the battery and leads replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.